Event description:
User reported 4 false positive results. Negative by pcr. This is report 2 of 4.

Manufacturer narrative:
Report required by FDA for eua. Investigation not complete at time of report. Follow-up report to follow completion of investigation. Relates to (B)(4) (3014862188-2021-02911, 01926, 02884: tests 1, 3, 4 of 4). Relates to mw5104957.

Event description:
User reported 4 false positive results. Negative by pcr. This is report 2 of 4.